Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, despite several attempts at placing the lead, the pacing values obtained were noted to be inappropriate, therefore the lead was abandoned and replaced. No patient complications have been reported as a result of this event.